Event description:
It was reported the patient died approximately 4 months after device implant. Follow up later revealed the cause of death was acute respiratory failure and aspiration pneumonia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation breached cut. Full lead returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.(B)(4) no anomalies found, outer insulation breached cut. Full lead returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation breached cut. Full lead returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported the patient died approximately 4 months after device implant. The cause of death has been requested and not received.